Event description:
It was reported that during un-packaging of the 3.0 x 23 mm xience prime stent delivery system (sds), it was observed that the distal end of the sds was separated. The device was not used and a new xience prime sds was used to complete the procedure. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned xience prime stent delivery system found that the shaft was separated distal to the guide wire exit notch, which confirmed the reported event. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.